Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. Unable to prime during prime/a33 test due to faulty force sensor resistor.

Event description:
It was reported that the customer had issues with the insulin pump keypad. Customer stated she feels that some of the buttons are not working. Customer entered her carbohydrates and the numbers just started to scroll up. Customer stated she treated her high blood glucose before the keypad issued occurred, was treated with a bolus. The blood glucose reading was 403mg/dl. Nothing further reporter.